Manufacturer narrative:
The lead and the pacemaker under complaint were returned for analysis. At first, the manufacturing processes for the lead and the pacemaker were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In particular, the final acceptance test of the pacemaker did not show any deviations form the technical specifications. Subsequently the products were analyzed. Siello s 60, the visual inspection revealed that the insulation was, apart from the present explantation damages, free of breaches. During the electrical analysis measured values were all within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislocation. Damages like the bend and stretched fixation helix, the is-1 connector as well as ring electrode ruptured and damaged insulation and the stretched conductor coils in the proximal and distal lead area most likely occurred during the extraction procedure due to tensile stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 26 months, it was reported that the device could not establish rf telemetry and it was not able to run tests or change any parameters. Furthermore it was observed on the chest x-ray that the ventricular lead dislodged into the atrium. The device and the lead were explanted.